Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an early morning low after taking carbohydrates before bed, and oral glucose was used for treatment in line with hypoglycemia guidance. Symptoms included hypoglycemia with shaking or tremors and sweating as described during the blood glucose questionnaire. Outcomes included a low glucose event. Troubleshooting and education were completed with counseling that attempts to raise glucose before sleep can result in nocturnal lows due to corrections and metabolic changes, and the patient was advised to contact their doctor for potential contributing factors. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.